Event description:
During set-up, both packs of this lot were found to have backwards arterial filters. No patient involvement.

Manufacturer narrative:
The specification for this custom perfusion tubing set was reviewed. The filter orientation was correctly specified. The placement of the filter backwards in the line was a manufacturing error, most likely caused by the operator connecting the tubing to the inlet and outlet of the filter and then reversing that "subassembly" as it was connected into the overall line. The personnel responsible for building this particular lot were indentified and retained to existing manufacturing operating procedures that specify the controls designed into the manufacturing process to prevent this type of misassembly. Since this pack was manufactured, the manufacturing operating procedures have been updated to specify build sequencing for arterial filter loops to prevent this type of reversal.